Manufacturer narrative:
Calibration data from (B)(6) 2017 to (B)(6) 2022 was ok. Quality controls from (B)(6) 2022 to (B)(6) 2022 were within range except for two values outside of range for the level 1 control on (B)(6) 2022. Upon review of the alarm trace, a sample clot alarm and a hardware controller alarm occurred on the day of the event. In general, a low volume alarm occurred very frequently and this alarm can indicate overfilled tubes or a wrong tube configuration potentially leading to pipetting errors.

Event description:
The initial reporter stated that they have had to calibrate iron2 iron gen.2 more frequently on the cobas integra 400 plus. The reporter also stated they received discrepant iron results for two patient samples. No incorrect results were reported outside of the laboratory. The first sample initially resulted in an iron value of 21.1 ug/dl with a data flag. The sample was repeated three additional times, resulting in values of 43.5 ug/dl, 49.5 ug/dl on (B)(6) 2022, and 50.5 ug/dl on (B)(6) 2022. The second sample initially resulted in an iron value of < 0.0 ug/dl with a data flag. The sample was repeated three additional times, resulting in values of 8.2 ug/dl with a data flag, 13.0 ug/dl with a data flag, and 11.8 ug/dl with a data flag. The iron reagent lot number was 60819101, with an expiration date of 31-jan-2023.

Manufacturer narrative:
A general reagent issue can be ruled out as calibration and controls are acceptable. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.